Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with multiple usb cables and adapters. The customer's blood glucose level was 115-125 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.